Event description:
It was reported that pump displayed malfunction alarm code but no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and to call back if malfunction happened again.